Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and low blood glucose levels. The customer states they received bad sensor alarm. The customer's blood glucose level was 40mg/dl. The customer treated with sweet tea. The customer was advised to change out their sensor and monitor the device. The customer declined to troubleshoot for the lows.